Event description:
Spacelabs received a report that touchscreen, ¿trim¿ knob and power button would not work during a case on (B)(6) 2015. No one was injured as the result of this event.

Manufacturer narrative:
Onsite investigation by a spacelabs field service engineer (fse) confirmed the product worked to specifications. A piece of tape was noted to be attached to the device touchscreen; once the tape was removed, the touchscreen passed calibration. The service logs were reviewed and no failures found. No parts were replaced. The unit was returned to service after passing all tests performed by the fse. There was no malfunction. This report is considered final and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.